Manufacturer narrative:
A product deficiency was not reported or identified. A supplemental report will be provided if any additional is obtained.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a possible false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2021. Customer collected nasal swab had black and grey dust. Repeat testing was not performed. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.